Event description:
The customer reported a 5 ml diluent leak from a disconnected tubing on the coulter act diff 2 analyzer; the leak was contained and from tubing disconnected from a solenoid valve located on the back of the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The fse upon arrival found that the customer had replaced tubing through lv11 and cleaned up the diluent leakage. The customer then reported having high plt background issues. The fse completed instrument decontamination and also replaced the diluent filters, resolving the background failures. (B)(4).